Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a malpositioned cup and chronic dislocations.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot codes 486261 and 7840033. A search of the complaint database search finds one additional reported incident against lot code bs5cea since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.